Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc investigation. Note: manufacturer contacted customer in a follow-up call on 22-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high results and lo display. The expected fasting blood glucose test result range is 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 248 mg/dl fasting using true metrix meter (different vial). The test strip lot manufacturer¿s expiration date is 03/31/2021 and open vial date is 07/12/2020. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect found on returned strips: reads lo. H10: most likely underlying root cause: rc-061: storage outside specifications, rc-072: vial left open for an extended period of time.